Event description:
Caller states the connection to the docking station on the inform meter has burned. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).